Event description:
It was reported to philips that the device was unable to detect the respiratory rate and error messages appeared. The device was reported as being in use at the time of the event on a patient. There was no adverse patient impact reported. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the gas delivery system (gds) needed to be replaced to return the device to working condition. The fse replaced the gds which resolved the issue. The device successfully passed all required testing and was returned to service.

Manufacturer narrative:
Based on the information provided by the field service engineer (fse), during the device evaluation, program crc test failed. The crc of the ventilator program block in ram is computed periodically and compared with stored crc value to ensure that the program image is valid. When the crc values do not match, the ventilator will restart. The code disappeared when restarting the v60. The fr alarm remained active. The field service engineer (fse) analyzed the log files and reinstalled the configuration of the v60. During the performance tests, the anomaly with the air flow became apparent. After replacing the gds, the flow and respiratory frequency was working again.

Manufacturer narrative:
B4:18may2021. The field service engineer replaced the gas delivery system which resolved the issue. The device successfully passed all required testing and was returned to service.